Event description:
It was reported the attempted implant of this lead due to a unknown reason. Another lead was implanted instead. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. The complaint device was not returned to bsc, therefore product analysis could not be performed. Conclusion code: "no problem detected".